Event description:
It was reported that the physician's (B)(4) handheld computer would not power on. Troubleshooting was performed by a manufacturer representative and the problem persisted. Product has been requested, but has not been returned to manufacturer to date.